Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. The customer was advised to wait 20 minutes after the pump came out of storage mode before starting a sensor session, and technical support walked the caller through a pump reset, which resolved the error without it appearing again.